Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. During the device analysis, it was observed void (code vv of 6mm) on valve side out specification per (B)(4) (texture side), which is related to the reported complaint. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void on valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, curved opening. A leak test was performed and were found three openings. A microscopic analysis identified: three curved striated openings on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Besides, observed void (code vv of 6mm) on valve side out specification per (B)(4) (texture side) and it is assessed as workmanship. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, curved opening. A leak test was performed and were found three openings. A microscopic analysis identified: three curved striated openings on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Besides, observed void (code vv of 6mm) on valve side out specification per qa199.06 (texture side) and it is assessed as workmanship. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.